Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # p2c0974); sigphandle, sig power sigphandle handle, (serial # unknown); sigpshell, sig power sigpshell control shell, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an ileal conduit intracorporeal anastomosis, during the ileal conduit insertion site closure, there was an excessive force warning at the time of firing. The stapler stopped with the firing having advanced slightly. The staples had partially engaged the tissue. After waiting a short while, the surgeon pressed the fire button, but the firing did not advance further. The surgeon then pressed the retract button and another reload was used to complete the case. There was no patient injury.